Manufacturer narrative:
The medium-large clip applier instrument has been returned and evaluated by the failure analysis team. Failure analysis was able to confirm/reproduce the reported complaint. The medium-large clip applier was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips clip test was performed and failed. The clip was able to successfully clip onto the tubing, but one clip was unable to be released by the instrument's grip tips. Failure analysis also found the medium-large clip applier instrument with one grip bent. The damage was found near the tip of the clip groove, causing a .0155" offset at the tips. As a result, the clip was not able to be released when the grips clip test was performed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a medium-large clip applier instrument was not firing correctly. The clip closed, but did not release clip from instrument tips. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following additional information about the complaint: the customer stated it clipped to the vessel securely, but they were having a difficult time removing the clip from the instrument tip. They had to do some tugging and was eventually able to release the clip from the tip. They went to a back up clip applier and had no further issues. The customer was not aware of the tips being bent or if any cable was loose. The customer was not able to provide any patient information at the time of the call.